Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during use, the clear plastic below the device tip was split. The staff then tested the device in the air and the tip caught on fire and had to be put out. Investigation conclusion: the reported issue was confirmed. The heat shrink is split, melted and torn, however remains attached to the electrode. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink and suction opening. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade, and the electrode insulation coating can be compromised. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the clear plastic below the plasmablade device tip split and when staff tested the device in the air, the tip caught on fire and had to be put out.